Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using an 18 millimeter (mm) balloon. Upon the first deployment attempt, a "line" was observed on the valve that appeared like an infold, and the valve was subsequently recaptured. Upon the second deployment attempt, the same "line" was observed. The physician decided to fully deploy the transcatheter valve and perform a post-implant bav; however, the valve dislodged. Subsequently, a second transcatheter valve was loaded into a new delivery catheter system (dcs), and was successfully implanted. Additional information was received that per the physician, the annulus calcification was a possible complication for the deployment contributing to the infold. A post-implant balloon dilation was not performed prior to the dislodgement. The first valve was in the ascending aorta when the second valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0012758121); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using an 18 millimeter (mm) balloon. Upon the first deployment attempt, a "line" was observed on the valve that appeared like an infold, and the valve was subsequently recaptured. Upon the second deployment attempt, the same "line" was observed. The physician decided to fully deploy the transcatheter valve and perform a post-implant bav; however, the valve dislodged. Subsequently, a second transcatheter valve was loaded into a new delivery catheter system (dcs), and was successfully implanted.